Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer that the device, ias8-100lp, airseal 8/100mm port was being used on (B)(6)2022 and a piece of rubber fell off the access port into the patient, they were able to retrieve it. There was no impact or injury to the patient. There was no report of medical/surgical intervention or prolonged hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
Update: additional information was received on 4nov22 that confirmed the device used in this event was the ias8-120lp and not the ias8-100lp. The sales representative reported on behalf of the customer that the device, ias8-100lp, airseal 8/100mm port was being used on (B)(6) 2022 and ¿a piece of rubber fell off the access port into the patient, they were able to retrieve it¿. There was no impact or injury to the patient. There was no report of medical/surgical intervention or prolonged hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one ias8-100lp in opened original packaging. Lot number was verified. Performed a visual inspection, the complaint was confirmed. The rubber seal is detached from the sound cap. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port¿s tip away from significant vessels and organs; do not use excessive downward force. If using the optional sound cap (8mm, 12mm): inspect sound cap foam and seal prior to use; use caution when inserting a sharp or large device through the blue sound cap seal; inspect the sound cap after use for physical damage of any kind this issue will continue to be monitored through the complaint system to assure patient safety.